Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the injector broke the leading haptic, the lens almost flipped during injection, and the injector plunger was rotating to the right. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, dimensional, and functional testing associated with the reported event, therefore an injector as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon used company injector to load iol first time it seems to have broken off the end of the top of the leading haptic and the lens appeared like it was about to flip as the surgeon was injecting it into the eye. The lens was explanted, and new cartridge and new lens were used with same injector. The injector again looked like it was going to flip the lens. On inspection of the injector, it seemed like the plunger was rotating to the right. A new unspecified lens was used during initial procedure and completed procedure on same day. Additional information has been requested.